Event description:
It was reported that when the surgeon inserted the intraocular lens (iol) into the patient's eye, the lens would not come-out freely and was lodged halfway into the eye. The lens was removed and a new iol was used to complete the surgery. No further information available.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.